Manufacturer narrative:
The reported complaint of autopulse platform (serial #(B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to a damaged load cell module 1. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, a crack front and bottom enclosures and bent battery lock were observed on the autopulse platform. The cracked front and bottom enclosures and bent battery lock, likely due to mishandling such as a drop. These damages are unrelated to the reported complaint. During archive data review, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) error messages were recorded on the reported event date, thus confirming the reported complaint. Also occurred on the reported event date, ua1 (low battery warning) and ua18 (maximum takeup depth exceeded) and a ua45 (drive shaft not at home position), unrelated to the reported complaint and were cleared by the user.. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory 1 is an indication that the autopulse li-ion battery voltage is low. Installing a fully charged battery on the autopulse platform will clear this error message. User advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the initial functional testing, the returned autopulse platform displayed "(ua)07" upon powering on and the load cell characterization test revealed that the load cell module 1 was over-reporting (defective)., thus confirming the reported complaint. The defective load cell needs to be replaced to address this issue. Also, a sticky clutch was observed, likely due to wear and tear. Deburring of the clutch plate needed to be performed to remedy this issue, unrelated to the reported complaint. Awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
After a call, customer reported the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message after installing a new lifeband. The crew was unable to clear the advisory. No patient involvement.